Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 24-oct-2015. The most recent information was received on 27-jul-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: edometrial canal"), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("constant abdominal pain, cramping") in an adult female patient who had essure (batch no. Co3093) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage, depression, chronic back pain, fracture of spine, chronic pain, vomiting, leg pain, cough, pelvic pain, morbid obesity, spotting vaginal, asthma, respiratory tract congestion, dry cough, wheezing, generalized anxiety disorder, lumbago, alcoholic, numbness, carpal tunnel syndrome, hematuria (hematuria and right flank pain for one week.), streptococcal sore throat, bronchitis and allergic rhinitis. Negative for hyperplasia and atypia. Previously administered products included for an unreported indication: tramadol, lorazepam, sertraline, penicillin, sulfamethoxazole, trimethoprim, depo provera and ibuprofen. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included nickel sensitivity, menometrorrhagia, shortness of breath and kidney stones. Family history included alcohol use (paternal grandfather), nervous system disorder nos (paternal uncle), asthma (paternal uncle), cancer (paternal uncle, maternal grandfather), diabetes (paternal grandfather, maternal grandfather), depression (father), hypertension (mother) and high cholesterol (father). Concomitant products included nuvaring from (B)(6) 2014 to (B)(6) 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("periods have been excruciating / dysmenorrhea (cramping),"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("constant back pain"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation"), alopecia ("my hair is slowly falling out / hair loss"), emotional distress ("emotional wreck"), weight increased ("gained over 40lbs"), arthralgia ("hip pain"), the second episode of headache ("headaches"), tooth disorder ("dental issues"), depression ("depression") and amnesia ("short-term memory loss"). The patient was treated with norgestimate, ethinylestradiol, megestrol, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy, bilateral salpingectomy with essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, abdominal pain, back pain, abdominal distension, menstrual disorder, alopecia, emotional distress, weight increased, arthralgia, the last episode of headache, tooth disorder, depression, amnesia, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, nausea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, tooth disorder, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1957) on 24-oct-2015. The most recent information was received on 02-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain, cramping"), device expulsion ("migration of essure device location of device: edometrial canal") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no: c03093) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 2, miscarriage, depression, chronic back pain, fracture of spine, chronic pain, vomiting, leg pain, cough, pelvic pain, morbid obesity, spotting vaginal, asthma, respiratory tract congestion, dry cough, wheezing, generalized anxiety disorder, lumbago, alcoholic, numbness, carpal tunnel syndrome, hematuria (hematuria and right flank pain for one week.), streptococcal sore throat, bronchitis and allergic rhinitis. Negative for hyperplasia and atypia. Previously administered products included for an unreported indication: tramadol, lorazepam, sertraline, penicillin, sulfamethoxazole, trimethoprim, depo provera and ibuprofen. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included nickel sensitivity, menometrorrhagia, shortness of breath and kidney stones. Family history included alcohol use (paternal grandfather), nervous system disorder (paternal uncle), asthma (paternal uncle), cancer (paternal uncle, maternal grandfather), diabetes (paternal grandfather, maternal grandfather), depression (father), hypertension (mother) and high cholesterol (father). Concomitant products included ethinylestradiol;etonogestrel (nuvaring) from on (B)(6) 2014 to on (B)(6) 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2015, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("periods have been excruciating / dysmenorrhea (cramping),"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("constant back pain"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation"), alopecia ("my hair is slowly falling out / hair loss"), emotional distress ("emotional wreck"), arthralgia ("hip pain"), the second episode of headache ("headaches"), tooth disorder ("dental issues"), depression ("depression") and amnesia ("short-term memory loss") and was found to have weight increased ("gained over 40lbs"). The patient was treated with ethinylestradiol, megestrol, norgestimate and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) with essure removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, device expulsion, back pain, abdominal distension, menstrual disorder, alopecia, emotional distress, weight increased, arthralgia, the last episode of headache, tooth disorder, depression, amnesia, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, nausea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, depression, device expulsion, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, tooth disorder, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: results: total. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 2-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: edometrial canal"), genital haemorrhage ("abnormal bleeding (general)") and abdominal pain ("constant abdominal pain, cramping") in a female patient who had essure (batch no. Co3093) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage, depression, chronic back pain, fracture of spine, chronic pain, vomiting, leg pain, cough, pelvic pain, morbid obesity, spotting vaginal, asthma, respiratory tract congestion, dry cough, wheezing, generalized anxiety disorder, lumbago, alcoholic, numbness, carpal tunnel syndrome, hematuria (hematuria and right flank pain for one week.), streptococcal sore throat, bronchitis and allergic rhinitis. Negative for hyperplasia and atypia. Previously administered products included for an unreported indication: tramadol, lorazepam, sertraline, penicillin, sulfamethoxazole, trimethoprim, depo provera and ibuprofen. Past adverse reactions to the above products included drug hypersensitivity with penicillin. Concurrent conditions included nickel sensitivity, menometrorrhagia, shortness of breath and kidney stones. Family history included alcohol use (paternal grandfather), nervous system disorder nos (paternal uncle), asthma (paternal uncle), cancer (paternal uncle, maternal grandfather), diabetes (paternal grandfather, maternal grandfather), depression (father), hypertension (mother) and high cholesterol (father). Concomitant products included nuvaring from september 2014 to february 2015 for birth control. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In february 2015, the patient experienced nausea ("nausea"). In march 2015, the patient experienced migraine ("migraines") and the first episode of headache ("headaches"). In april 2015, the patient experienced fatigue ("fatigue"). In november 2015, the patient experienced dysmenorrhoea ("periods have been excruciating / dysmenorrhea (cramping),"). In march 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("constant back pain"), abdominal distension ("severe bloating"), menstrual disorder ("abnormal menstruation"), alopecia ("my hair is slowly falling out / hair loss"), emotional distress ("emotional wreck"), weight increased ("gained over 40lbs"), arthralgia ("hip pain"), the second episode of headache ("headaches"), tooth disorder ("dental issues"), depression ("depression") and amnesia ("short-term memory loss"). The patient was treated with norgestimate, ethinylestradiol, megestrol, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) . Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, abdominal pain, back pain, abdominal distension, menstrual disorder, alopecia, emotional distress, weight increased, arthralgia, the last episode of headache, tooth disorder, depression, amnesia, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia, nausea and fatigue had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, emotional distress, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, nausea, tooth disorder, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, concomitant and treatment drug added, lot number received, events added as follows:-device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, pelvic pain, nausea, migraine, headache, fatigue. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-1957, awareness date 24-oct-2015). This spontaneous case was also reported by a lawyer and describes the occurrence of abdominal pain ("constant abdominal pain, cramping") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced abdominal pain (serious criteria medically significant and clinically significant/intervention required), back pain ("constant back pain"), abdominal distension ("severe bloating"), dysmenorrhoea ("periods have been excruciating"), menstrual disorder ("abnormal menstruation"), alopecia ("my hair is slowly falling out"), emotional distress ("emotional wreck"), weight increased ("gained over 40lbs"), arthralgia ("hip pain"), headache ("headaches"), tooth disorder ("dental issues"), depression ("depression") and memory impairment ("short-term memory loss"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy with essure removal on (B)(6) 2016). At the time of the report, the abdominal pain, back pain, abdominal distension, dysmenorrhoea, menstrual disorder, alopecia, emotional distress, weight increased, arthralgia, headache, tooth disorder, depression and memory impairment outcome was unknown. The reporter considered abdominal pain, back pain, abdominal distension, dysmenorrhoea, menstrual disorder, alopecia, emotional distress, weight increased, arthralgia, headache, tooth disorder, depression and memory impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2015: hysterosalpingogram result was satisfactory placement, both tubes occluded (normal). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. The reporter did not wish any further contact with the company. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reported now from lawyer: essure implanted on (B)(6) 2014 for permanent contraception, hsg test on (B)(6) 2015: satisfactory placement of essure and occlusion of both tubes, hysterectomy and bilateral salpingectomy and essure removed on (B)(6)2016, newly reported events: abnormal menstruation, hip pain, severe bloating, headaches, dental issues, depression, short-term memory loss, all considered related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced constant abdominal pain, cramping. A hysterectomy, bilateral salpingectomy with essure removal was performed. The event is anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.